Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2014; dtba1q1 device, implanted: (B)(6) 2014; 5076-52 lead, implanted: (B)(6) 2014.

Event description:
It was reported that the left ventricular (lv) lead triggered an out of range impedance alert and high impedance with the programmed vector lv3 to lv4 was observed. It was noted the patient would be brought to the clinic to try other lv pacing vector options. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.